Manufacturer narrative:
(B)(4). Viper2 t20 hex lobe driver shaft was received by the customer quality unit for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The fracture analysis reveals reveal plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. A device history record review did not find any issues that could have caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the viper2 t20 hex lobe driver shaft fracturing its tip could not be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. As no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon had a very difficult case with a patient who had very hard bone. The surgeon chose not to tap the bone prior to screw insertion which resulted in higher than normal bone/screw insertion torque. This resulted in screw driver tip breakage. Secondarily, the surgeon was trying to pass a rod with a severe bend up the spine from the pelvis up to t10. After putting a very lordotic bend into the rod while attached to the rod holder, he then put a lot of force on the rod/rod holder interface while passing up the spine. Patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.